Event description:
The customer reported that he was hospitalized for approximately three months due to kidney problems. The customer reported that his insulin pump was not in use for this entire time, and was requesting assistance with reprogramming the device. The customer also requested assistance with instructions on how to administer a bolus. Blood glucose level at the time of the call was 400 mg/dl. Customer stated that he had two recent emergency room visits for high blood glucose levels. The customer did not provide the blood glucose values at the times of the emergency room visits. The customer will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.